Event description:
The customer contacted physio-control to report that their device will no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and is no longer under warranty. Physio recommended that the customer purchase a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.